Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient changed batteries in the handheld device in (B)(6) of 2016 and the change did not help. No cause of the premature (end of service (eos) was found. It was noted that the battery in the patient¿s back needed changing. The premature eos issue had not been resolved.

Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. The patient never alleged premature eos. The patient responded to questions from the manufacturer that used the wording of "premature eos". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient's ins was at end of service (eos) and the patient saw an elective replacement indicator (eri) code come up before the eos. Patient stated after receiving the eri, the device quit working but then picked back up. No further patient complications have been reported as a result of this event. Additional information was received from the patient. It was reported that the patient changed batteries in the handheld device in (B)(6) of 2016 and the change did not help. No cause was found. It was noted that the battery in the patient¿s back needed changing. The issue had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient's ins was at eos and the patient saw an eri code came up before the eos. Patient stated after receiving the eri, the device quit working but then picked back up. No further patient complications have been reported as a result of this event.